Event description:
It was reported that within a few hours of implant, the lead dislodged. The physician attempted to reposition the lead, but was unable to tell if the helix had deployed. The lead was explanted and tested on the table, and the helix was able to deploy. However, the physician decided to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.